Event description:
The pump was returned for valve 1 leak failure. Device alarmed after a few moments during the pneumatic self check period. The device was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 1 leak failure. It was also found the edge of battery 2 was damaged. The rear cover screws had a screw that was machined improperly and too long, screws replaced .

Event description:
The following has been reported: biomed reported: "pump problem red alarm no patient harm or infusion stoppage reported." A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.